Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 16620797. Product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 16079275.

Event description:
It was reported that the patient was experiencing burning sensation at the ipg pocket site while charging. It was also noted that the stimulation did not provide adequate relief. The patient underwent a spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Sc-1232, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing burning sensation at the ipg pocket site while charging. It was also noted that the stimulation did not provide adequate relief. The patient underwent a spinal cord stimulation (scs) explant procedure.